Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed due to incontinence as the device was not working properly and the pressure regulating balloon (prb) had herniated. The patient was not able to control the device using the pump. The physician wanted the patient to be able to use the device right away, so he did not replace the cuff. A new artificial urinary sphincter pump and balloon were implanted. The patient outcome was good.